Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported via medwatch ¿this rn was asked to re-visit a possible PICC line for continued electrolyte supplementation and frequent lab draws. Patient declined "I have a heart issue, I don't like the idea of that". Patient educated that PICC line does not go into the heart but declined. Discussed the option of a midline. Explained that it is 8cm and would not go past shoulder. Patient agreed. Arm prepped with a minute. Chg scrub, and power midline attempted. Ultrasound used. Blood return noted and advancement. Guidewire without difficulty. Resistance met while advancing catheter. Advancement stopped. Immediately and removal of entire powerglide system. Catheter noted to not be intact. Approximately. Half of the catheter noted in the powerglide system. Torniquet applied and direct pressure. Phlebotomist in room and assisted with pressure. Providers notified. Patient without shortness of breath. No complaints.¿ additional information received on 31-may-2023: customer reported the following: patient care was delayed due to patient refusing a central line and his other arm was not an option for access. The event created an urgent medical situation to remove the catheter segment to prevent embolism. Patient had an ultrasound and an x-ray were taken. A blood clot developed in the cephalic vein. Pt had to have additional surgery to remove the retained catheter and clot, which was successful. IV fluids, antibiotics, and electrolyte replacement were the intended infusion medications.

Event description:
It was reported via medwatch ¿this rn was asked to re-visit a possible PICC line for continued electrolyte supplementation and frequent lab draws. Patient declined "I have a heart issue, I don't like the idea of that". Patient educated that PICC line does not go into the heart but declined. Discussed the option of a midline. Explained that it is 8cm and would not go past shoulder. Patient agreed. Arm prepped with a minute. Chg scrub, and power midline attempted. Ultrasound used. Blood return noted and advancement. Guidewire without difficulty. Resistance met while advancing catheter. Advancement stopped. Immediately and removal of entire powerglide system. Catheter noted to not be intact. Approximately. Half of the catheter noted in the powerglide system. Torniquet applied and direct pressure. Phlebotomist in room and assisted with pressure. Providers notified. Patient without shortness of breath. No complaints.¿ additional information received on 31-may-2023: customer reported the following: patient care was delayed due to patient refusing a central line and his other arm was not an option for access. The event created an urgent medical situation to remove the catheter segment to prevent embolism. Patient had an ultrasound and an x-ray were taken. A blood clot developed in the cephalic vein. Pt had to have additional surgery to remove the retained catheter and clot, which was successful. IV fluids, antibiotics, and electrolyte replacement were the intended infusion medications.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2023-02217 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2023-01909.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch ¿this rn was asked to re-visit a possible PICC line for continued electrolyte supplementation and frequent lab draws. Patient declined "I have a heart issue, I don't like the idea of that". Patient educated that PICC line does not go into the heart but declined. Discussed the option of a midline. Explained that it is 8cm and would not go past shoulder. Patient agreed. Arm prepped with a minute. Chg scrub, and power midline attempted. Ultrasound used. Blood return noted and advancement. Guidewire without difficulty. Resistance met while advancing catheter. Advancement stopped. Immediately and removal of entire powerglide system. Catheter noted to not be intact. Approximately. Half of the catheter noted in the powerglide system. Torniquet applied and direct pressure. Phlebotomist in room and assisted with pressure. Providers notified. Patient without shortness of breath. No complaints.¿